Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician pulled hard on the balloon catheter to remove the stone; however, the balloon catheter broke in half. The proximal part of the catheter was removed out of the scope; however, the distal part with the balloon remained inside the scope. The physician pulled the scope and the distal part of the device together out of the patient and then removed the distal part of the balloon out of the scope. The procedure was completed with another extractor pro retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the complaint device revealed that the catheter was broken. It was also noted that the catheter was stretched near the broken portion of the shaft. Functional analysis could not be performed due to the condition of the device. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician pulled hard on the balloon catheter to remove the stone; however, the balloon catheter broke in half. The proximal part of the catheter was removed out of the scope; however, the distal part with the balloon remained inside the scope. The physician pulled the scope and the distal part of the device together out of the patient and then removed the distal part of the balloon out of the scope. The procedure was completed with another extractor pro retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.